Event description:
Ous MDR - after an implantation time of about 3 months, it was reported that the patient came to the outpatient center after experiencing syncope. Oversensing of the rv lead was also reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was only available in fragments and had been capped about 15 cm distal of the is-1 connector pin. Both parts of the lead were returned for analysis. During the analysis of the returned fragments, it was noted that the insulation of the lead body had been massively damaged by squashing about 29 cm distal of the is-1 connector pin. This damage manifestation can with high probability be considered as the cause for the clinical complaint. The coating of the rope conductor to the ring electrode also showed damage at that site. The observed damage manifestation requires an excessive pressure load onto the led body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome:. During the further analysis of the available lead fragments, a strongly deformed distal shock coil was detected, which is most likely a result of the explant process. There were no indications of material defects or manufacturing errors.